Event description:
A hemodialysis user facility has reported, that the line below the venous chamber disconnected. The facility was contacted for add'l info. It was learned that at the onset of a dialysis treatment, the venous line below the venous chamber separated at the onset of the dialysis treatment. The pt did have a 250ml loss of blood from this event. Also, it was reported that a whole new treatment set was set up on the dialysis machine and the dialysis treatment was resumed. The pt did complete the dialysis treatment as prescribed without further incidence. The pt was discharged to home when the treatment was completed. The facility did not save the bloodlines for eval.